Manufacturer narrative:
Product event summary: analysis found that the ventricular output connector was broken. It was also found that the hanger assembly would not close all the way, and two case screws were contaminated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had bad atrial and ventricular ports and was not working. The epg was returned for service. No patient complications have been reported as a result of this event.